Event description:
A hospital in (B) (6) reported to our distributor that excessive "rainout" (condensation) was experienced in a set-up involving the use of the mr850 humidifier ("mr850"). Fisher & paykel healthcare was informed by the hospital via the distributor that the event may be related to the way in which hospital staff handled the mr850 or the environment where the mr850 is being used. The excessive condensation occurs mainly at night and at a frequency of once every few months. The hospital further reported that the mr850 had been dropped and that the front case was loose on the inside. No patient consequence was reported.

Manufacturer narrative:
(B) (4). The mr850 respiratory humidifier ("the mr850") was returned to fisher & paykel healthcare's ("fph") service center in (B) (6) for repair. Performance and calibration checks were performed. Results: the mr850 operated for 1 day with no audible alarms. The damaged front case was replaced. Conclusion: we have requested further information pertaining to the breathing circuit used, equipment set-up and circumstances surrounding the use of the mr850. Environmental conditions may have contributed to this event. In general, the cooler the ambient temperature, the more humidity will be generated and more condensation forming. Instructions for use recommend an operating ambient temperature range of 18 to 26 degree c. We will provided a follow-up report as soon as we receive further information.